Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad detached but present. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a lavh procedure, the plastic teflon tip fell off into the pt. The piece was removed through the trocar without any pt consequence. Another device was used to complete the procedure.